Manufacturer narrative:
The facility's maintenance engineer inspected the facility's other surgical lights and observed rusting. The surgical lights are not under steris service contract and are serviced and maintained by the user facility. A steris service technician inspected the surgical lights and found that the rust is under the cover where the yoke attaches to the spring arm. Steris' evaluation of the lighting system following the event found evidence of rust damage under the lighting system covering that is indicative of improper cleaning practices, and improper preventive maintenance performed by the user facility staff. During steris' discussion with user facility personnel regarding the reported event, user facility personnel were not aware that preventive maintenance should be performed on the lights 2x/year per the operator manual. During the time of the lighting system's installation, the steris service team performed in-service training with the facility's staff which included a review of the proper preventive maintenance and cleaning procedures for the lighting system. During the in-service training, the user facility was encouraged to contact steris concerning annual maintenance programs. Under the terms of these programs, preventive maintenance, adjustments and replacement of worn parts are provided on a scheduled basis to ensure optimal equipment operation. Following the installation of the lighting system and in-service training, the user facility elected to assume responsibility for the maintenance of the lighting system. Over the next several years, additional lighting systems were installed at the customer's account and additional in-service training was offered by steris. It is at the hospital's discretion to determine who attends these in-service training sessions. When cleaning the surgical lights the user facility was utilizing oxycide and phenolic beaucoup cleaning agents which have not been tested by steris for compatibility. In response to the user facility's comments in the medwatch report, a steris service technician, district service manager, service area vice president, and sales representatives met with the facility staff to discuss their concerns and reiterate the proper and recommended cleaning practices included in the harmony led 585 operator manual. The steris team reviewed the cleaning practices in detail with the facility, including the instruction to utilize a germicidal surface wipe, as stated in the lighting system's operator manual. Section 6 of the operator manual outlines the proper cleaning procedures for the surgical lights. Section 8 of the operator manual outlines the proper preventive maintenance to be performed on the surgical lights. At this time, the facility has not confirmed that they have switched to the recommended cleaning practices. Steris continues to work with the facility and is currently in the process of replacing the spring arms on the harmony led 585 lighting systems at the account.

Manufacturer narrative:
The surgical light is not under steris service contract and is serviced and maintained by the user facility. Investigation of this event is currently in process. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported via medwatch that a facility maintenance engineer was performing service activity on the surgical light when he moved the sleeve upwards on the surgical light arm and observed rusting on the metal.